Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Device in wrong position: the cause of the positioning issue is use related as the pump slipped out of the ventricle during an attempt at repositioning. Device history review: device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during the atemnot to reposition the impella, it slipped out of the ventricle. The impella could not be reinserted. Pump was exchanged.